Event description:
Patient received inappropriate therapies due to double counting of t-wave. It was noted that an increase in threshold and decrease in sensing were observed. As such, the lead was repositioned with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.